Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Placeholder.

Event description:
Synthes (B)(4) reported a patient with an arthritic ankle joint was treated with a hindfoot arthrodesis nail and 4 screws (3 distal and 1 proximal) on an unknown date. Patient was returned to the operating room for removal of the nail and 4 screws using an extraction screw. It was noted that the nail did not have an end cap. Reportedly the patient may have experienced a possible nonunion. Hardware was intact and not broken. Surgeon then revised patient to a competitor product. During the removal the surgeon had difficulty trying to fully thread the extraction screw in order to remove the implant. Biomaterials were used when the implant was put in. Surgeon had to use other means in order to remove the implant. Procedure was delayed more than 15 minutes. This is # 6 of 6 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. A review of the device history record indicates the product was manufactured to specifications and there were no anomalies which could have caused or contributed to this complaint. Date of manufacture obtained from review of device history record.